Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the hole at the end of the anchor was not allowing any sutures through. The surgeon tried several times and ended up opening a new anchor which worked perfectly. No patient injury was reported.

Manufacturer narrative:
After analyzing it, the investigator found no problem in the returned device. Visual assessment of the device shows the anchor remains attached to the inserter with the stay suture. The suture threader has been removed. Dimensional assessment of the anchors suture slot confirmed it meets print specifications. Functional assessment confirmed the inner plug was able to be advanced and retracted as intended. The anchor also excepted two strands of ultrabraid suture. This investigation could not identify any evidence of product contribution to the reported complaint.